Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) experienced gradual increase in heart rate that was in the therapy zone. The device delivered shock therapies and anti-tachycardia pacing (atp) but there was no change in the patient's heart rate. The therapy was exhausted. Additional information indicated that the patient had supraventricular tachycardia (vt) but the physician does not plan on making changes to the device. The device still remains in service as of this time. No adverse patient effects were reported.